Manufacturer narrative:
Additional information: d4, e1 the product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Manufacturer reference: comp-(B)(4).

Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the lower right anchor of a silent nite 3d sleep appliance broke off. The patient received the device on (B)(6) 2024 and reported on (B)(6) 2025 that the anchor broke and discontinued using the appliance. No report of patient harm or injury. The device was cleaned prior delivering to patient.